Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had trouble with act button sometimes has to hit it three or four times before it will take, batteries dying quicker and had to rewind more than once during. No harm requiring medical intervention was reported. The device will be returned for analysis.